Event description:
After post-dilatation with the balloon catheter, the patient's blood flow stopped and the blood pressure dropped to at 76mmhg/43mmhg during a carotid artery stenting procedure. The physician suctioned the blood around the target lesion with the aspiration catheter (eliminate, clinical supply) and the blood flow returned to normal that day. The patient was treated with dopamine hydrochloride, ephedrine hydrochloride and noradrenaline for the hypotension. The patient's blood pressure returned to normal a few days after the procedure. The patient displayed no neurological symptoms. The target lesion was the left internal carotid artery. The angioguard and precise stent was successfully delivered. It is unknown if debris was present in the angioguard. The patient was a male. There were mild calcification and no vessel tortuosity. The rate of stenosis was 99%. There were no other problems reported.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 1016427-2009-00035 and 9616099-2009-00161. This product is not available for analysis as stated. Additional information will be provided within 30 days of receipt.